Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: customer informed: when trying to perform the product application, it was noticed the syringe was cracked and all the medicine (duoflam) of batch 9010585 leakage. Additional information: there was no damage to the patient/health professional. There was no exposure of drug to the skin or mucous.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notifications and maintenance records were reviewed where no records potentially related to failure were found. The photo provided was analyzed and it was possible to observe broken cylinder. The possible cause for this is a syringe assembly assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform timing adjustment on the transfer disk; - create poka yoke to ensure staying in the correct position. - design new top disc guide after leak test. - make top disc guide after leak test. - design new bottom disc with accepted angle for cylinder entry. - make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection sampling until CAPA closes. H3 other text : see section h.10.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: customer informed: when trying to perform the product application, it was noticed the syringe was cracked and all the medicine (duoflam) of batch 9010585 leakage. Additional information: there was no damage to the patient/health professional. There was no exposure of drug to the skin or mucous.